Event description:
A few months ago, I had several rounds of facial rejuvenation thru the use of laser. Since this time, my face has major fat loss, indentation and large wrinkled lines. I am aging quickly and can barely stand to look in the mirror. My face is sagging and I look much older than I did before laser. I am sickened and devastated.